Event description:
On (B)(6) 2020, the lay-user/patient¿s spouse contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to another meter (paramedic¿s meter). The complaint was classified based on the customer service agent (csa) documentation. The alleged meter inaccuracy reportedly began at an unspecified date and time when the patient obtained a reading of ¿93 mg/dl¿ with the subject meter. The patient has type 1 diabetes. It was not reported if the patient made any changes to his usual diabetes management regimen as a result of the alleged issue. An unspecified time after the reading of ¿93 mg/dl¿ was obtained with the subject meter, the reporter claims the patient went into a ¿sugar extreme low dive.¿ the reporter claims she treated the patient with glucose tablets but when he started going into ¿diabetic convulsions,¿ the paramedics were contacted for assistance. When the paramedics arrived, the reporter claims the patient¿s blood glucose tested ¿22 mg/dl¿ on the paramedic¿s device and intravenous (IV) glucose was administered to the patient. The reporter claims that when the patient¿s blood glucose was re-tested, readings of ¿93 mg/dl¿ with the subject meter and ¿43 mg/dl¿ on the paramedic¿s device were obtained within 30 minutes of each other. As a result, the reporter claims the first reading of ¿93 mg/dl¿ obtained with the subject meter should have read 50 points lower. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted that an approved sample site was used for testing and that the correct testing process was being followed. The csa confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. The csa noted the patient did not have control solution to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.